Event description:
Report rec'd of an underdelivery. The pump was programmed to deliver an unk dose of oxaliplatin in 500ml over 2 hours. It was reported that the infusion was complete in 2 hours and 45 minutes instead of the expected 2 hours. There were no reported adverse pt effects.